Manufacturer narrative:
(B)(4).

Event description:
The patient reported that their therapy had stopped due to a power on reset (por). It was reported that the device quit working on its own on the morning of the report and had called the health care professional (hcp) office and they told them to call the manufacturer. It was an information por. The steps to clear a por were reviewed. The por was successfully cleared and the patient turned therapy on and felt stimulation. It was stated that therapy was adequate. The issue was resolved. Other relevant medical history includes lumbar radiculopathy.